Event description:
The user facility reported the catheter ruptured during the embolization of an anterior venous malformation (avm). Pt suffered thrombosis of the vertebral artery. The procedure was completed with another similar device. No further info was disclosed.

Manufacturer narrative:
The device in question has been returned to boston scientific for investigation. However, the investigation is currently ongoing. In addition, add'l info has been requested from the user facility. If any info relevant to the root cause of the user's complaint becomes available, a supplemental report will follow.